Manufacturer narrative:
The creatinine reagent lot number was 92057501, with an expiration date of 31-jul-2027. The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full facility name was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas 8000 c702 module. The sample initially resulted in a creatinine value of 109.9 umol/l. The attending physician questioned the validity of the result and requested a repeat of the sample. The sample was repeated on (B)(6) 2026, resulting in a value of 82.4 umol/l.

Manufacturer narrative:
Calibration and controls were within acceptable ranges. A general product performance issue can be excluded. A review of alarm trace data showed sample aspiration flags occurring during the run. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The doctor questioned the initial result because it conflicted with the clinical picture of the patient.